Event description:
The patient underwent a coil embolization procedure in the left superior hypophyseal artery using a penumbra coil 400. During the procedure, prior to full detachment of the coil, a clicking sound was heard and the coil detached prematurely before the physician intended. The coil was recaptured in the microcatheter and was removed under fluoroscopic guidance. The physician completed the procedure with three more coils without further incident. There was no adverse effect reported on the patient.

Manufacturer narrative:
Result: the coil sr wire is broken and the coil is detached from the pusher assembly. The proximal constraint ball is still inside the distal detachment tip (ddt). The pusher assembly proximal pet-lock is still intact. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates that prior to a full detachment of the coil, a clicking sound was heard and the coil detached before it was intended. Evaluation of the returned device confirmed that the coil was detached unintentionally. The coil sr wire is broken and the ddt remains inside the ddt. It appears that during manipulation in the patient, force in excess of the tensile strength of the coil sr wire was placed on the coil causing the sr wire to fracture and the coil to detach from the pusher assembly before it was positioned in the desired location. The pxslim microcatheter was functional and was not related to the issue described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.